Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and found to have error m-36. The iesu was placed on an in-house system and was run in normal mode. The root cause of the reported failure is a component failure on the iesu.

Event description:
Refer for follow-up information.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, there were repeated error m-36 on the erbe vio pointing to both monopolar ports. The site changed the cable, instrument, port, and power cycled the generator. The site continued with the erbe for bipolar energy and a third party generator for monopolar energy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported issue and replaced the integrated electrosurgical unit (iesu) generator. The system was tested and verified as ready for use. The iesu generator unit involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. This complaint is being reported based on the following conclusion: the electrosurgical generator unit (esu) was abandoned/replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for the blank fields is not available. Fields are not applicable.